Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 510 mg/dl. Customer stated that the insulin pump got moisture on the reservoir compartment since insulin was spilled after they replaced it. Customer stated that the insulin pump was vibrating without an alarm or alert. Customer stated that the insulin pump display went blank immediately after insulin pump exposure to moisture. Customer stated that in insulin pump constant tone was occurring. Advice customer to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.